Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump keeps alarming sensor error, for the last four to five sensors. Troubleshooting was performed. Customer's blood glucose level was 69 mg/dl, treated with glucose discs. Alarms occurs after initialization, only once before. No isig value. Insertion technique reviewed. The sensor was fully inserted, in the abdomen, and flush to the skin. Carelink was not uploaded. Transmitter was tested and passed. Sensor was removed, slight curve noted. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.